Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been in a car accident. Following the accident, noise indicated to be short v-v intervals was observed on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.